Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "left prosthesis with mobile echogenic lines in its interior and disruption at the central level in its internal capsule." "Rupture of the internal capsule at the level of the left mammary prosthesis" "signs of the ladder with alteration of the morphology and density of the left prosthesis are observed" this is for the left side. The device has been explanted and replaced.